Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that upon extracting device from sheath the nosecone detached from catheter. No patient injury reported. Device evaluation: the distal tip assembly was separated from the adaptor collar at the hinge assembly. Both hinge cavities exhibited distal deformation indicating distally driven (tensile) interference between the hinge cavities and the hinge pins. The degree of deformation was asymmetrical. Both hinge pins were present but one was significantly folded in a proximal direction. The proximal collar of the housing exhibited a flaring indicating that the tip assembly had been bent beyond the tilt limits of the hinge assembly. One of the hinge cavities of the shaft adaptor exhibited material deformation indicating that the housing pins were forced tentionally with a bend bias approximately perpendicular to the hinge track that overwhelmed the material strength of the hinge components. The tip assembly was attached to the turbohawk device by the driveshaft assembly. The body of the distal tip assembly also exhibited lateral compressions in the distal half to the tip assembly.